Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that reprogramming was done, the patient's dysarthria is resolved, and patient's balance issue is improved with therapy on.

Event description:
Additional information was received that the patient's balance has improved.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-03807; 1627487-2020-03808. It was reported by patient's spouse that, after an implant procedure, patient had a stroke and patient's balance and speech were affected. Neurologist indicated that CT scan showed no indication of stroke. There were no complications noted during the procedure.